Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned station data synchronization setup screen was stuck and they were unable to pass it. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on data synchronization setup screen. A technical support specialist (tss) executed query and checked database using the knowledge article - medstation es - incorrect sync server marked as core server and no issues were found, with the core flag correctly marked to the appropriate server. Further the tss used knowledge article - medes retry mode: insert into tx. Transactionsession - dispensing device snapshot key to fix the retry process. Then, a full station synchronization was performed and after rebooting the station. The system functioned as intended after the technical support specialist troubleshot the device.